Event description:
It was reported that after transeptal puncture, the farawave pulsed field ablation catheter was introduced into the faradrive steerable sheath clear. As per protocol, aspiration of air was performed, and air was continuously entering the syringe. A micro leak in the three-way stopcock of the sheath was suspected. There was no air seen in the patient. The sheath was replaced, and the procedure competed. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after transeptal puncture, the farawave pulsed field ablation catheter was introduced into the faradrive steerable sheath clear. As per protocol, aspiration of air was performed, and air was continuously entering the syringe. A micro leak in the three-way stopcock of the sheath was suspected. There was no air seen in the patient. The sheath was replaced, and the procedure competed. There were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears by the center slit of the external and internal hemostatic valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears.